Event description:
It was reported that the patient was hospitalized due to syncope on (B)(6) 2015. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found. The cause of the field event remains undetermined.